Event description:
It was reported that in the process of surgical anesthesia, the itinerant nurse began to pinch the balloon to inflate and pressurize after putting the pressure bag on the liquid. During the pressurization process, it was found that the connecting tube at the proximal end of the balloon suddenly fell off near the tee end of the pressure bag. The use was stopped immediately, and the product was replaced. No patient injury was reported.

Event description:
It was reported that in the process of surgical anesthesia, the itinerant nurse began to pinch the balloon to inflate and pressurize after putting the pressure bag on the liquid. During the pressurization process, it was found that the connecting tube at the proximal end of the balloon suddenly fell off near the tee end of the pressure bag. The use was stopped immediately, and the product was replaced. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. A sample was received for evaluation. Unit was received after decontamination. Unit received had secondary label affixed along with writing on both front and back of bag assembly. Unit was clean in appearance with a slight yellow tinge on the hanging strap and top of bag assembly. Unit was received was assembled correctly with solvent bond pulled loose at the bond between tubing from the squeeze bulb to the luer connector. It appears that the solvent bond has been broken after receipt and use. Review of solvent bond under 10x magnification on tubing shows appearance of solvent application and insertion to the correction depth into the luer. During dimensional testing, the luer and tubing were measured and appear to meet specifications. Pin gages were used to verify the tubing taper wasn't undersized or grossly oversized. Based on pin inspection, the tubing taper is suspected to have been within specification at the time of manufacture. The tubing at point of insertion shows solvent attack and the dimensional taper of the tubing taper as inserted. Root cause is from force applied to the solvent bond; which caused the tubing to pull loose. Unable to determine amount of use prior to disconnection or the amount of tensile force applied prior to disconnection., corrected data: d1, d2 and d4-catalog number.